Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to suspected intermittent non-capture and some low amplitude signals. It was noted that this patient was pacer dependent at the time of implant. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause, troubleshooting performed, and product return status. If information is provided in the future, a supplemental report will be issued.